Event description:
Initial (02-mar-2024): this serious case reported by a consumer via amazon refers to a male whose age, medical history, concomitant medications and allergies were not reported. The consumer used the dentek comfort fit dental guard for 5 years for an unknown indication and experienced crooked teeth. He advised that he need braces to fix his teeth. This case outcome is not recovered/not resolved. Meddra version 26.1 expectedness: malocclusion: expected according to the company reference safety information.